Event description:
A facility representative reported stating per surgeon due to the imperfection in the intraocular lens, the lens was prolapsed into the iris plane with viscoelastic. The lens was trisected and the pieces were explanted. There was patient contact. The procedure completed that day and the product was not available to return. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated cartridge and viscoelastic with an unspecified handpiece. It is unknown if a qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The account did not provide what handpiece was used. It is unknown if a qualified product was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).